Manufacturer narrative:
Eval, results: the returned lead failed functional testing as two channels measured open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00827. The pt (B)(6) received an scs system including a percutaneous lead and a lead extension. It was reported that the pt lost stimulation. Surgical intervention was undertaken to address this issue. The physician replaced the pt's extension; however, the reported problem persisted. As such, the physician decided to replace the lead as well. Effective stimulation was recaptured for the pt, and no further issues were reported.